Manufacturer narrative:
Medtronic was not authorized to evaluate/repair the device as the product is not in medtronic control. The repair was completed at a non-medtronic location and the service provider (sp) adjusted the settings. The reported complaint could not be confirmed without the product return. Should new information become available the complaint will be re-evaluated.

Event description:
It was reported that the e360 ventilator had sparking problem. The ventilator was not in use on a patient at the time of the reported event.